Event description:
It was reported a caregiver was injured while using a hoyer lift at a private home for a facility patient. Per the family member "she was not allowed to watch the caregiver operate the equipment, she was not in the room when the alleged incident happened and her husband can not talk" " per the facility they came to check equipment, equipment in good working condition/noting wrong, removed and is being used at the facility per the facility the end user did not know how to operate the equipment and was not one of their certified caregivers". Caregiver's name was unavailable as well as their exact injury.